Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported they heard a big leak after oxygen pressure was applied to the lap top ventilator 2200 during patient use. At this time, there is no information regarding patient harm associated with the reported event.